Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode were explanted due to over-sensed noise, inappropriate shock, suboptimal range of shock impedance greater than 140 ohms, and the signals in primary sensing vector amplitudes below 1mv. The physician reported during the procedure that the electrode had a tight bend out of the device, 18mm lower from implant. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The s-ICD device and electrode are expected to be returned for product analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode were explanted due to over-sensed noise, inappropriate shock, suboptimal range of shock impedance greater than 140 ohms, and the signals in primary sensing vector amplitudes below 1mv. The physician reported during the procedure that the electrode had a tight bend out of the device, 18mm lower from implant. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The s-ICD device and electrode are expected to be returned for product analysis. At this time, the product has been returned, and product analysis complete.